Event description:
It was reported that (2) devices were used during a hernia repair. It was reported by the rep that the ems stapler was fired and the staples did not deploy. It appears that a 2nd stapler from the same box was fired and did not work either. A 3rd ems stapler from the same box is being returned as well. No further info available. There was no consequence to the pt.